Event description:
(B)(6) study it was reported that arrhythmia, myocardial infarction and heart failure occurred. Prior to the index procedure, heparin or other anticoagulant was given. One day prior, the subject received a loading dose of 300 mg of clopidogrel. On the same day as the index procedure, the subject received a loading dose of 325 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. During the index procedure, the subject became hypotensive requiring the administration of pressor medications and IV fluids. Echocardiogram revealed normal left ventricular size with mild concentric lvh and normal overall lv systolic function, ejection fraction 60-65%. Right ventricle normal in size and function, mildly dilated left atrium and moderate mitral calcification. Physical examination revealed mildly elevated jvp and 3/6 systolic heart murmur. Post procedure, the subject was started on IV lasix due to worsening respiratory symptoms and concern for acute on chronic heart failure. Electrocardiogram revealed the presence of new left bundle branch block and electrophysiology study was recommended to evaluate possible indication for permanent pacemaker. Cardiac enzymes were elevated consistent with the protocol definition of myocardial infarction. Three (3) days later, an electrophysiology study revealed no infra-his delay or block requiring permanent pacemaker. At the time of reporting, the acute on chronic heart failure and myocardial infarction were considered to be recovering/resolving. Two (2) days later, the subject was discharged on aspirin and clopidogrel.